Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the distal end were in a lifted state. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion (2mm proximal to guidewire port and another kink located 37mm distal to guidewire port). No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15jan2021. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.5mmx32mm target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment but could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revelead a stent damage. Promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the distal end were in a lifted state. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion (2mm proximal to guidewire port and another kink located 37mm distal to guidewire port). No other issues were identified during the product analysis.